Event description:
Procedure: hernia. According to the rptr: the pt experienced wound healing disturbance. The wound healing disturbance was noted on (B)(6) 2011 and the resolved on (B)(6) 2012. A vac was used to treat the wound healing disturbance. At the 6 month f/u visit ((B)(6) 2012), there were no complications.

Manufacturer narrative:
(B)(4).